Event description:
It was reported that during a stent procedure, resistance was met as the tip of the catheter reached the lesion and the stent delivery system was retracted. The guiding catheter and stent delivery system were removed as a unit. Upon reaching the sheath, resistance was encountered again. Therefore, the sheath and unit were removed together. Inspection of the stent delivery system outside the body found that half of the elastic membrane was separated along with the stent. The elastic membrane and stent could not be located angiographically, therefore, a retrieval procedure was not performed. Another company's stent was placed to complete the procedure. Reportedly, there was no pt sequelae related to this event.